Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii¿ and ¿shoulder pain¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: deformation device, creases fold, yellow particles in the shell and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process" additional, changed, and/or corrected data: a.6, d.9, d.10, g.3, h.3, h.4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii¿ and ¿shoulder pain¿. The device has been explanted.